Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that the implantable cardioverter-defibrillator was exhibiting loss of capture. No interventions were taken. There were no patient consequences.